Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per raised with minimal information: the sales rep (B)(6) reported that the product was broken. No adverse consequences reported.